Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the patient experienced hyperglycemia for a month while using the alleged infusion device, and she believes the basal rate was not delivered correctly. She switched to her backup infusion device, and her blood glucose returned to a normal range. The infusion device was replaced and requested for evaluation.